Manufacturer narrative:
Event date is estimated.

Event description:
Device 2 of 5. Reference mfg report #: 3006705815-2021-01272, reference mfg report #:1627487-2021-12708, reference mfg report #:1627487-2021-12706, reference mfg report #:1627487-2021-12707. It was reported that patient experienced a fall that led to hospitalization where an infection developed on their incision sites. The entire system was explanted to address this issue. The infection is being treated via oral antibiotics.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.